Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the ligaclip was very hard, tough, to use. The device didn´t open after a few clips were used. So they switched to another ligaclip. When using another lot number they haven´t had any problems. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m92h6e. The analysis results found that the mcm30 device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed three clips as intended. In the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.